Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing red and green. The red status indicator indicates the device has detected a fault. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in 12/2009 and that it had performed to specification up to (B)(4) 2012. On (B)(4) 2012 the device failed the weekly self-test because of a low battery. The info obtained from this device showed evidence that the device had been stored outside the recommended storage conditions (0 degrees celsius to 50 degrees celsius/32f to 122f). Exposure of the device to temperatures below the recommended storage conditions can cause damage to the device membrane. Investigation confirmed there to be a fault with the membrane, which resulted in excessive current drain of the device and cause the early depletion of pad-pak (lot 655). It is concluded in this event that the damage to the membrane also caused current to flow unintentionally to the red led, which is why the red led was flashing briefly after the green led. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.